Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent: local bone graft combined with a large rhbmp-2/acs kit and bone graft. Hardware removal at l3-l5. Explore posterior spinal fusion l3-5 found to be solid. Extend posterior spinal fusion to l2-3. Re-instrument l2-l4 with 4.75 titanium and crosslinks. Tlif procedure right at l2-3 for anterior interbody fusion. Cage 11 x 30 millimeters titanium. Smith-peterson osteotomy at l2-3 for lordosis; for pre-op diagnosis of adjacent stenosis at l2-3 with severe radiculopathy. Op-notes: ..a 1.5 milligram dose of rhbmp-2/acs sponge was placed anteriorly and laterally followed by copious autograft which was obtained from the decompression which was morselized, about 3 cubic centimeters. This was packed anteriorly. Next, a cage, 11 x 30 millimeters, was filled with rhbmp-2/acs, a 1.5 milligram dose, and autograft was placed into the disc space, tapped from right to left and then rotated around anteriorly.." The drain was charged, sterile dressings were applied and the patient was moved from the table having tolerated the procedure well. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.